Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that they little confusion regarding best usage from their device. The representative helped them in a big way. All the issues had been resolved. They indicated that there was no fall.

Manufacturer narrative:
The report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor who reported that the patient's implant was working well, but then at a later time the patient got the flu and has had issues since then. The caller indicated that it works for a while and then stops. The patient changed programs again and has been having issues 2-3 times per day. Additionally, the patient indicated that they met with their healthcare provider (hcp) who said the patient could take up to 6 imodium per day and even though the patient was taking 6-7 they were still having issues the next morning. The patient was reported to be older and confused easily and gets confused regarding button use. The patient was reported to sometimes feel stimulation and other times not feel stimulation. During the call the patient's ins was checked and stimulation was confirmed to be turned on and set to 4.0 on program 2. The patient was assisted with increasing stimulation to 5.0 where the patient felt comfortable stimulation in the correct area. The patient did note a fall in 2015 which resulted in a broken humerus. The fall resulting in a fracture was not alleged to be related to the device or therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.